Manufacturer narrative:
Product ID: 8709 lot# j10868r07, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was expired on (B)(6) 2012. The patient¿s family wanted to ¿blame the pump in some way.¿ the patient had a heart attack and was on life support for some time. The patient was at the intensive care unit with ventilator. The pump was turned down on (B)(6) 2012 and on (B)(6) 2012 at minimum rate. It was reported that the cause of the death were respiratory failure and pneumonia. The patient also had acute kidney injury and retroperitoneal hematoma. It was reported that the cause of death was not device related. The patient was on dilaudid conc: 40 mg/ml dose: 18.6 mg/day was at 17.264 mg/day and increased 1.336 mg/day which equals a 7.738% increased. Drug: bupivacaine conc: 20 mg/ml previous dose: 8.632 mg/day current (calculated) dose: 9.3 mg/day drug: compound baclofen conc: 400 mcg/ml previous dose: 172.64 mcg/day current (calculated) dose: 186 mcg/day.